Event description:
New information received indicated that the lead was capped and replaced. The patient was well post-procedure.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert. Upon interrogation, high, out of range, high voltage lead impedance was observed. The patient notifier was turned off. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.